Event description:
A medtronic representative reported that, while in a spine procedure, during navigation with navlock tap, trajectory views of the tip of the probe was not centered in the window but was instead close to the bottom edge making the trajectory complicated to understand. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). Software investigation completed. Finding was that the behavior was replicated in investigation with conducted simulated use testing. Many of the views show the cross-hairs as if it were navigating a projection with no indication that a projection is actually being navigated. This issue was documented in a medtronic software anomaly tracking database.